Manufacturer narrative:
Blocks d9 & h3: the eagle eye platinum st catheter was returned for evaluation. Block h3: the eagle eye catheter was returned in two pieces. The first section includes the distal tip, distal fillet, scanner body, and a portion of the distal shaft (stretched); measuring approximately 23.1 cm in length. The second section includes a portion of the distal shaft, proximal shaft, luer, connector cable, and connector; measuring approximately 135.5 cm in length. Both sections combined is 158.6 cm in total length. The overall spec is 147.5 - 152.5 cm, which aligns with the stretched distal shaft (first portion). Visual inspection found a damaged guidewire exit port and a damaged distal shaft (second portion). At the location of the separation, the microcables and core wire were exposed, resulting in sharp edges observed. Block h6: the probable cause of the separated shaft is due to the excessive force applied to the catheter. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye catheter was used in a therapeutic peripheral procedure. During pullback, the shaft separated but was successfully removed with a snare. Angiography confirmed nothing was left inside the patient. The procedure was completed with another eagle eye catheter with no patient injury reported. This adverse event and product problem is being submitted due to the shaft separation requiring intervention (snare).

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a4: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Blocks h3 & h6: the eagle eye platinum st catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.